Event description:
A facility reported that there was heating and unstable output on the excel 23khz straight handpiece (c2600). No information has been provided on patient involvement, injury, or surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The excel 23khz straight handpiece (c2600) was returned for evaluation: device history record (DHR) - the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint as valid: device had unstable output, burnt wire, damaged and faulty transducer. We recommend replacement of the transducer, housing and o-rings. Root cause - the root cause was confirmed as transducer delamination and cable damage which occurs because of braze degrading in the field. Supplier corrective action was initiated and implemented in march 2023. However, this device was manufactured prior to the implementation of corrective action. Trends will be monitored for this and similar issues.